Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2009 via tha. It was reported that the revision surgery was performed (date of the revision was unknown) by replacing the cup and head due to the pain. No further information was provided by the hospital. Doi: (B)(6) 2009; dor:unknown; unknown hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.